Event description:
Additional information received on march 22, 2021 reported that the safari was managed perfectly before the issue the positioning was good and the safari removed well in the catheter . Xrays are not available. The physician considers that he made a mistake pulling the guide wire too strongly while the safari hung the acurate stent.

Manufacturer narrative:
It was reported that the device is not expected to be returned for analysis; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. Valve complications is known as a potential adverse event. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: this case presented a heavy calcification in left ventricle outflow tract (lvot), the two physicians decided to treat her with acurate to avoid an annulus rupture with sapien. After discussion we expected a big leak and we decided to make a post dil after implantation. All the procedure was going well with an implantation a little high. After the post dilatation and during the withdrawal of safari, the guidewire caught the prosthesis and moved it up. The acurate left the annulus from several mm and left a big leak imposing the successful emergency implantation of an s3 23 mm. It was reported that the patient was discharged after 6 days under control and stable.